Event description:
As reported by our affiliates in (B)(6), post tavr procedure, an annular rupture was observed, requiring surgical intervention. During patient screening, it was decided to use a 29mm valve because the patient annulus ring was very elliptical. Also, to avoid rupture in the annulus, it was decided to take a conservative position using less volume because there was calcium in the outflow. The whole procedure occurred normally without a problem. For the deployment of the valve, 29ml volume was used. The valve landed 60/40 aortic/ventricular, which was as intended. After that, it was checked o echo and a presence of second degree mild paravalvular leak was observed. It was then decided to post dilate with one more milliliter (30ml). This happened without a problem. The leak had a mild decrease. Finally a second and last post dilatation was performed with one more milliliter (31ml) and apparently without a problem. They were happy with the results. In all dilatations performed, echo was checked for pericardium bleeding. Pericardium bleed was not detected at that time. The position was good, the leak was mild, the angiography was good, but when measuring the gradient, that was also good, the patient developed tachycardia and the pressure decreased. At that time, the echo showed a pericardial bleeding. It was found that the patient had an annular rupture. A surgeon was called and stopped the bleeding. After closing the patient and before leaving the clean room, the patient expired. As per medical opinion the cause of the rupture was the high degree of the eliptical annulus with calcium in the outflow. It was confirmed that the cause of death was the annular rupture. The patient¿s native annulus measured 19.8x32 via CT, with moderate native annular calcification, severe native leaflet calcification, and mild aortic root calcification. The patient did not have a porcelain aorta.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the rupture is likely due to the high degree of the eliptical annulus with calcium in the outflow, severe native leaflet calcification, and multiple bav inflations. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.